Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing found the probe was broken at the proximal end. The broken piece of the probe was not returned. Scratches on the broken surface of the probe were observed. The coating of the scratched area was peeled off. Inspection of the broken surface of the probe found the scratches were projecting from the cracks. No scratches or contact marks were observed on the non-insulated area of the grasping section. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the broken probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the probe was likely broken because during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. Due to ultrasonic vibration, the coating of the probe peeled off and scratches were generated. A force to activate the output in seal & cut mode, or a force to grasp the tissue, was applied to the probe. Therefore, cracks were generated at the scratched area. A force was then applied to the probe causing it to break. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the tip of the probe was broken. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.